Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "probe not cutting" (failure to cut). The nurse reported the vitrectomy probe was not cutting during surgery. The probe was switched out and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The vitrectomy probe has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).